Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator had an issue with the oxygen not going above 60% fio2. The device was in clinical use when the issue occurred, the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed reported that the v60 ventilator had an issue with the oxygen not going above 60% fio2. The biomed noted that a vt650 analyzer was used to test device, the biomed then requested assistance from with set up. It was verified that the o2 output was at 95%, while being set to 100%. The rse noted that the result was low and considered out of specification. The biomed had reported that the air inlet filter was clean, and the device has 2.30 software. The rse noted that assistance was provided to the customer regarding the set up and advised to calibrate o2 sensor in analyzer and then a run a performance verification test (pvt) in order to troubleshoot the issue. The biomed called back, and requested confirmation about having an o2 regulator, and if it would cause issues with the flow. The rse informed the biomed, that if the christmas tree was after the regulator and not before, it could cause issues with flow delivery. The biomed then noted that an operational check was performed, and the issue could not be duplicated. The biomed also performed the air flow accuracy test, o2 flow accuracy test, and the o2 mix accuracy test and they all passed.